Manufacturer narrative:
The investigation into the reported delivery issues has been completed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The evaluation revealed that the most likely cause of the delivery issue was most likely use related with extreme torque being applied leading to kinking of the product based on the clinical information. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The us complainant reported they were unable to get wire to advance rfv. Decision per discussion of lfv insertion attempt. 7fr arrow to pa 1st time success 1st doctor tried .027 then had to switch to .035 wire down to access lpa. Successful, during 1st wire pass, 7fr catheter fell out of pa. Re-attempt # 1, got catheter deep seated enough into lpa, .027 with j curve to mid lower lobe lpa w/wire tip per best practices. Rp inserted zeroed on flouro, torque/rotation push pull technique deployed, nose of rp wouldn¿t make turn with careful attempts by the doctor to push, pull wire and rotate rp. Wire fell out of pa. The rp was removed. There were several reattempts that were unsuccessful. Decision to explant and put patient on peripheral ECMO. Rp explanted, access site used for arterial ECMO.